Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed on the cannula. A visual inspection did not identify any nonconformance. The cannula ring was intact. No breaks were observed to the retention rib or scope wash tube. A mechanical evaluation was conducted. The c-ring slider was able to advance and retract the c-ring with no difficulty. Based on the returned condition of the device and the results of the investigation, the reported complaint "c-ring break" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.